Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 09-aug-2023 investigation summary eighty samples were provided to our quality team for investigation. Fifty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Forty-nine samples expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. Furthermore, a device history record review was completed for provided batch number 2188470. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported while using bd safetyglide¿ needle there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: it was reported, this product is defective and needs two boxes to be picked up. Several needles after drawing meds and putting this needle on they cannot push medicine through the needle.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: it was reported, this product is defective and needs two boxes to be picked up. Several needles after drawing meds and putting this needle on they cannot push medicine through the needle.